Manufacturer narrative:
Per the infusion set user guide, "is a single-use device and should be disposed of immediately after use." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer reused the pump supplies. Tandem technical support educated the customer that was off label. Customer's blood glucose level was 500 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.